Manufacturer narrative:
Analysis of the returned device identified creases(fold), wear abrasion and an opening on radius. Leak test and microscopic analysis were performed which identified an opening (crack) on diaphragm valve, creases(smooth), and delamination (less than 75% partial separation). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, an opening crease (smooth) on posterior due to fold flaw opening, and a delamination(partial) of the valve(adhesive failure) additional, corrected, and/or changed data: the reason for reoperation was deflation.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.